Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Observed event log in log data. Performed built-in reader test and all tests passed. Unexpected characters/screen appearance was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc blood glucose meter display missing pixels. Customer further reported experiencing a loss of consciousness and was able to self-treat with ingesting food and beverages to "increase glucose". No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported being unable to test due to the adc blood glucose meter display missing pixels. Customer further reported experiencing a loss of consciousness and was able to self-treat with ingesting food and beverages to "increase glucose". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.